Event description:
It was reported that the pulse generator exhibited backup vvi. Several attempts to restore function failed.

Event description:
It was reported that the pulse generator was explanted, due to elective replacement indicator (eri).

Manufacturer narrative:
Final analysis found the pulse generator to be in back-up mode due to a discrepant integrated circuit and multiple flipped bits. High current drain was also noted. The product code could not be downloaded. After replacing the integrated circuit, normal function ensued.